Event description:
The customer stated that they are getting railing from ECG waveform. No information provided on patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.